Event description:
The patient's mother reported that the patient was having spells where he would hold his breath and raise left arm and while in hospital last week, it was noticed that artifact would be seen on eeg monitor reading when these spells occurred. The patient's mother started timing the spells and noticed that the spells were occurring in response to vns stimulation. No other relevant information has been received to date.

Event description:
Additional information from the physician was received noting that there is no clear cause for the spells but it is less likely associated with vns stimulation. The patient will undergo a generator replacement, battery noted to be ok, 25-50%. We later received an implant card confirming that the patient underwent a prophylactic generator replacement. The device has not been returned to date. No other relevant information has been received to date.